Event description:
It was reported that on (B)(6) 2009, the procedure was to treat a lesion located in the mid right coronary artery (rca) with 70% stenosis. After pre-dilatation, a 3.0 x 18 mm stent was placed in the rca with 0% residual stenosis. A non-target lesion in the ramus was treated with a 2.5 x 12 mm taxus liberte stent with 0% residual stenosis and the patient was discharged the next day. On (B)(6) 2010, the patient experienced unstable angina. It was found that there was 80% in-stent restenosis noted in the ramus. This was treated with a 2.5 x 15 mm promus stent. On (B)(6) 2013, the patient complained of chest discomfort during an office visit. A nuclear stress test revealed abnormal for inferior wall reversible ischemia corresponding to wall motion abnormalities. On (B)(6) 2013, the patient presented with angina and was hospitalized. Angiography revealed 85% in-stent restenosis of the previously placed 2.5 x 15 mm promus stent and total occlusion in the distal stent. There was 60% mid stenosis of the previously placed 2.5 x 12 mm taxus liberte stent in the non-target vessel ramus. This was treated with pre-dilatation and placement of 2 (2.5 x 25 mm and 2.25 x 8 mm) ion stents, with 0% residual stenosis. It was noted that the patient complained of chest pain which was treated with medication. The patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, and restenosis, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the promus stent was used as treatment for in-stent restenosis. It should be noted that the IFU states: the promus everolimus eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, the IFU deviation does not appear to have caused or contributed to the reported patient effects.